Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure performed on an unknown date of event. During the procedure, the snare would not pass down the scope as they tried couple of times. The procedure was cancelled. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code f1001 captures the reportable event of cancelled procedure.